Event description:
The consumer reported that upon removing a protective pad from a wound on her leg, her skin was removed. On 6/17/1998, consumer reported the infection was gone, although area was still inflamed under her skin. On 2/10/1999, a medical bill was received which indicated "pyoderma gangrenosum."